Manufacturer narrative:
P-cap / reservoir locks properly into place. Device passed displacement test and self test. Device received with cracked keypad overlay, pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted. No moisture damage noted on electronic assemblies. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that cracked in the insulin pump and there was missing parts on the reservoir lip rings. Customer stated that there was fluid in the reservoir compartment. Customer reported that they smelled insulin in the reservoir compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.